Event description:
It was reported that during a knee surgery the traction wire on the endbutton broken when it was fitted. The broken off pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the thighrope of the tightrope® ii rt, with deploying suture, was cut. Functional testing was not performed due to the damage to the device. The most likely cause of the reported and observed failure is user error, specifically excessive force used during suture passing tension, which shortens the suture strands out of line with the bone socket, and/or the device coming in contact with another device during use.